Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead irritated the rv myocardium during lead positioning at the procedure to implant this patient's implantable pacemaker. The irritation created ventricular ectopics, which progressed into sustained, fast monomorphic ventricular tachycardia (mvt). The patient lost consciousness and an external shock was required to convert the arrythmia. The lead and device were successfully implanted without further incident. No additional adverse patient effects were reported.